Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating thyroid vessels during an open thyroidectomy, they experienced issues with loading or firing of the clips. However, it was reported that clips were previously fired without issue. They used another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.